Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the tubing was crimped. The tubing was straightened, resolving the reported complaint.

Event description:
The hospital reported the suction was not functioning as expected. There was no report of patient involvement.